Event description:
On 16-feb-2026, another health care professional contacted technical service to report that centrella med-surg (product code p7900b100026, serial number (B)(6)), had head section not lowering using the CPR release, unable to activate it. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Initial reporter address: (B)(6). The baxter technician found the head actuator needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head actuator to resolve the reported event. Based on this information, no further action is required.